Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-21651. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 6005495 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 39 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi version 4 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005495 was manufactured according to the document version 111 on the packing process in the line 7, on 12/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion set tubing was detached from connector on (B)(6) 2024. No further information was available.